Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object on the objective lens surface. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5 and h1. Additional information added to fields e1 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 (two) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: disinfection/cleaning/sterilization section, chapter 5, endoscope reprocessing, ¿chapter 5.5 cleaning of external surfaces¿, where the cleaning method is described. Olympus will continue to monitor field performance for this device.